Event description:
It was reported that noise, oversensing, and inappropriate mode switching were observed on the right atrial (ra) lead. The noise was reproduced during lead provocation testing. Ra lead insulation damage was suspected to be the cause of the event, but this was not confirmed via diagnostic imaging. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.